Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4). Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) said they forgot to turn their ins off before going through airport security and since that night, they've been having a hard time charging their ins. Pt said they spent an hour or so trying to get the recharger therapy manager (rtm) in the right position and after it was in the right position, it took about 30 minutes to charge the ins 10% (stimulation was off). Pt mentioned that they have lost 20 lbs and thought that could be a factor of why they were having trouble locating the ins. Patient services (pss) walked pt through removing the battery pack, plugging the controller into the ac power supply, pt confirmed it powered on. Pss had pt re-insert the battery and confirmed the green light on the controller was flashing (controller 80%, ins 60%). Pt then tried charging on the call and kept getting poor recharging quality. Pss then forced pt into a passive recharging mode (prm). Pt held the recharger therapy manager (rtm) away from their body and all numbers in prm read 100. Pt confirmed that the rtm was away from the ins and not near anything metal. An email was sent to the repair department to replace the rtm.